Event description:
I have been using fixodent for approx 15 years. While I was using it, I began experiencing numbness, tingling, swelling, burning in legs, hips. I was diagnosed with neuropathy on (B) (6) 2002. My neuropathy is permanent. Dose or amount: denture cream. Frequency: once daily. Route: oral. Dates of use: (B) (6) 1993 to present. Diagnosis or reason for use: denture adhesive.

Event description:
Caller reports that patient reportedly received the following results on the inform system using comfort curve strips within 10 minutes: 1) lo (less than 9 mg/dl) (inform result) 2) 160 mg/dl (lab result) patient obtained a result of lo on the inform meter. Patient was given orange juice based on device results of lo. Staff subsequently took a lab draw from the patient where they obtained a result of 160 mg/dl. No adverse event reported as a result of treatment. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.